Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer observed air in the syringe. Add'l, the customer stated air was removed from the cartridge that experienced the cartridge alarm 19. Blood glucose level was not impacted. The customer was able to load a new cartridge successfully.